Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
An inserter tip breakage was confirmed on the returned unit. The detached tip was not returned. There are several user/application root causes that may have contributed to the failure. The most probable root cause identified is user related primarily due to instability of the guide during anchor insertion (user not firmly holding guide), that movement between drilling the pilot hole and inserting the anchor can lead to inserter bending and breakage. According to the information provided the tip of the inserter was implanted into the patient¿s glenoid and that the inserter was bent against the glenoid. The surgeon quickly noticed the tip and retrieved it out of the shoulder. The returned unit¿s evaluation revealed that apart from the missing tip, the inserter¿s tip where the anchor is seated is severely twisted and bent. The twisted inserter tip is indicative of user pulling the inserter to remove it from the glenoid after it got stuck. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off into the glenoid.

Event description:
It was reported that the tip broke off into the glenoid.